Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, the surgeon was able to press the green button but stapler would not fire. A new handle was used and reload was used with no issues. There was no patient injury.